Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown, therefore a review of the manufacturing documentation could not be performed. The most probable root cause classification of anticipated procedural complications as this complaint is a known physiological effect of the procedure and is noted in the directions for use.(B)(4): device not returned for analysis.

Event description:
(B)(4). It was reported that following coronary artery stenting, a stent thrombosis occurred. The target lesion was located in the left anterior descending artery (lad). The target vessel reference diameter was 2.1mm and the lesion length was 10mm. Pre-procedure stenosis was 96% and post-procedure was 0% stenosis. A liberte stent with a diameter of 2.5mm and length of 12mm was implanted. No information stated if direct stenting was attempted. An additional procedure was performed in the target lesion due to thrombus removal. The procedure was a technical success. The patient was discharged five days post procedure without current anginal complaints or silent ischemia. Discharge medication included: asa 100mg and clopidogrel 75mg daily for 12 months.